Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom on (B)(6) 2024, it was reported that the infusion set's tubing got detached at the tubing connector. The site location was patient's leg, and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. They were unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.